Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an left ventricular lead was reported as an attempted implant due to unknown reason. Revision procedure reason is unknown. There is no evidence of additional adverse patient effects.